Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was a problem unloading the device and its component broke off, wherein when trying to cycle the device, the device made a "funny" sound, was able to close, but not open, reload locked into an articulated angle, and the device fired. The reload then locked into closed and fired, was not able to retract the knife blade or open the jaws. After inspecting the product, the adapter indicator lane showed that the adapter was attached, but had a black background, the reload lane showed to attach a reload. There was no patient involvement reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.